Manufacturer narrative:
On (B)(4) 2014, the customer found disconnected tubing at the red fitting on the back of the retic mix chamber and reattached the tubing which fixed the leak. On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and observed low differential counts and adjusted the differential preserve volume. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The instrument was generating an error condition of background counts high for hemoglobin and differential during the start-up procedure. The volume of the leak was less than 10ml and was not contained within the instrument. The operator was wearing personal protective equipment of gloves, goggles, and a lab coat at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.